Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port during filling. This was further described as ¿medication had been injected in the left port, the right port was clamped and the middle had not been touched¿. It was also stated that when using the repeater pump, tubing, and 16 gauge needle inserted into the additive port (right port) after approximately two liters of fluid, the technicians identified the middle port to be leaking at the seam. This occurred prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 08, 2018 ¿ august 09, 2018. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which observed that the top right corner of the bag was sliced where the customer likely drained the contents. Functional testing was performed which revealed a leak between the spike port tube and spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.